Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to low readings. Also, found the sensor cannula bent. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
It was reported the customer received a low predict alert when their blood glucose was 430 mg/dl. Customer also reported their sensor glucose was showing a low reading when their blood glucose was different. Customer's blood glucose was 340 mg/dl at the time of the call. The customer had treated their blood glucose with the insulin pump. It was also found the customer was receiving calibration errors and bad sensor alerts on their insulin pump. Customer reported a kinked sensor upon removal. Customer's sensor will be replaced. No additional information provided.